Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
A motor stall was reported. The patient started to hear the alarm a ¿few days¿ ago and also reported not feeling well but actual date of the motor stall was not yet obtained. The reporter planned to read the logs. The pump was used to deliver fentanyl and marcaine. Additional information later reported the low reservoir alarm sounded (B)(6) 2013 the empty reservoir was reached on (B)(6) 2013 and the motor stall occurred on (B)(6) 2013. The stall was constant, stopped pump may exceed tube set. Per the reporter the tube set occurred the day of the report. Device troubleshooting options were discussed. Additional information has been requested, but had not been received as of the date of this report